Event description:
Provider was using the endostitch and the needle broke and as a result it was partially in patient. Unable to locate with the naked eye. Xray was called to identify needle and remove. Provider was able to locate the needle and remove from the patient. Endostitch malfuction and needle may have been poorly made to brake off.